Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2021 lead capped. Before being capped, lead delivered multiple inappropriate shocks. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Representative reported what appears to be noise on the rv channel. At least one inappropriate shock was delivered as a consequence of the noise. Lead is currently being evaluated further and remains implanted. Should additional information become available, this file will be updated.